Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak during the patient's pd treatment. The caregiver said the patient's patient line became loose from the patient and leaked onto the floor. There was a message that said drain complication encountered-please check pl and dl. The message occurred in drain 1 of 3. The patient was connected. There was no fluid in the pump module nor on the external cassette. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient has been able to carry out treatments since then with no further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak during the patient's pd treatment. The caregiver said the patient's patient line became loose from the patient and leaked onto the floor. There was a message that said drain complication encountered-please check pl and dl. The message occurred in drain 1 of 3. The patient was connected. There was no fluid in the pump module nor on the external cassette. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient has been able to carry out treatments since then with no further issues. The cycler set is not available to return as a sample.